Manufacturer narrative:
The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. (B)(4).

Event description:
This is an adverse event recorded on a crf as part of the (B)(6). The pt was retrospectively enrolled with 4 cm low grade dysplasia. After a radiofrequency ablation procedure, the pt developed a tear. An endo clip was used to treat the tear and the pt was reportedly hospitalized for 3 days. Approximately 2 weeks post procedure, the pt presented for a follow up and it was reported that the tear had healed. No further information was provided.